Manufacturer narrative:
The customer¿s report that the tip of the drip chamber broke off was confirmed. Visual inspection noted that the tip of the spike of the bbraun infusion set was broken off. A closer inspection noted that the thin plastic membrane which is located inside the spike port had been pierced. A dimensional evaluation of the spike port confirmed that the depth of the port met the manufacturing specifications. Functional testing was performed by attaching a spike of a bd infusion set from stock to the 82113e set; the bd spike remained undamaged and no flow issues were identified during testing. The root cause was not identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that while attempting to insert the giving set during use on a patient, the tip of the drip chamber broke off. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.